Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code. The caller was advised to wait 20 minutes before starting their sensor session and confirmed understanding.